Event description:
Additional analysis was performed on the returned generator in an attempt to determine the battery depletion rate and to attempt to replicate the event of the pulse disablement due to ¿vbat<eos threshold¿ as seen in the field while implanted. The devices¿ measured battery voltage was periodically interrogated for approximately four months while programmed to deliver 1.5ma, 20hz, 250usec, 30seconds on, and 1.1mins off (35% duty cycle) into a 4k ohm load. The device was interrogated once a week to assess the battery voltage. Based on the data from the monitoring period, the battery depleted at a normal rate given the programmed settings and applied load. The device was then subjected to a module level electrical test where the module performed according to functional specifications. There were no performance or any other type of adverse conditions found with the pulse generator module. Manufacturer¿s investigation into the cause of the unexpected pulse disablement due to vbat less than eos error message reported in this case has identified that a likely cause is the triboelectric effect occurring on the interior surface of the pcb. The triboelectric effect is a rarely occurring, sudden short-lived burst of voltage arising from charge dislocation from mechanical stress usually at a junction between two materials of differing electrical affinities.

Event description:
Analysis of the vns generator was completed. Visual analysis of the generator revealed burn marks on the pulse generator case, which indicated that the pulse generator may have been exposed to an electrocautery tool at some point in time. The device was not received in a pulse disabled (due to vbat and eos threshold) condition; rather the device was received programmed to 1.5/20/250/30/1.1; 1.75/250/60. The surgeon was able to reprogram the device settings prior to explanting the generator. The pulse disabled condition was not confirmed in the pa lab; rather the pulse disablement was confirmed via review of the downloaded field data. Decoder analysis of programming history was obtained on (B)(6) 2012. On (B)(6) 2012, 52.260% of the battery has been consumed, with 2.907 volts. The generator was pulse disabled vbat and eos threshold. The temperature was 48.2c. The last date of impedance change was (B)(6) 2008; 2213 ohms. The battery status indicator was 50%. On (B)(6) 2012, 47.889% of battery was consumed with 2.946 volts remaining, and 75% battery status indicator. On (B)(6) 2011, 44.286 battery capacity with 2.955 volts and 75% battery. On (B)(6) 2011, 39.456% battery capacity with 2.953 volts and 75% battery. On (B)(6) 2011, 37.326 battery capacity with 2.956 volts and 75% battery. The patient¿s device was previously interrogated in 03/2012 where the settings were 1.5/20/250/30/1.1. Using the eos projection information within product labeling and assuming that the device is programmed to the same output current the approximate time from battery beginning of life to eos is approximately 9 years., given the device¿s implant duration (~4yrs), in addition to the battery voltage reading was not near the eos status range (battery voltage measured at 2.91v with 52.260% battery consumed, the pulse disablement due to ¿vbat<eos threshold¿ is unexpected. A previous investigation was initiated in response to receipt of ¿vbat<eos threshold¿ warnings that were received around the date of implant. The root cause of the condition was determined to be the result of a generator asic latch-up condition precipitated by the use of electrocautery or electrostatic discharge from the hex screw driver during the implant procedure. However, the pulse disablement due to vbat<eos threshold in this generator did not occur at the time of implant, there were no report of any surgeries between office visits (03/2012-09/2012) and the device is not at an eos status based on battery voltage, thus the reason for the pulse disablement is unknown. In the pa lab, the device output signal was monitored for more than 24-hrs, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. Results of numerous diagnostic tests, utilizing the patients programmed settings and various load values, revealed no anomalies. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage measured 2.796 volts during final electrical testing. A cause for the pulse disabled condition that occurred in the field prior to explant was not able to be determined in the pa lab. Follow up with the treating physician revealed that the patient was not seen in the office between 03/05/2012 and 09/26/2012. The patient had no medical procedures during those dates, and did not report any unusual experiences at the 09/26/2012 visit when the pulse disablement was identified. The patient is seen by the physician on a routine basis every six months.

Event description:
Reporter indicated a patient's vns generator was displaying a "vbat - eos message upon interrogation on (B)(6) 2012. The vns was not expected to be at end of service at the current settings, and the eos condition was felt to be premature. The patient had not been exposed to any electrocautery, and denied having any recent surgical procedures. The patient's seizures have also increased. Surgery to replace the vns generator is planned, but has not occurred to date. Attempts for further information are in progress.

Manufacturer narrative:
Device failure is suspected.

Event description:
Reporter indicated the patient had prophylactic vns generator replacement surgery performed on (B)(6) 2012. Vns diagnostics with the generator prior to the surgery indicated the generator had been disabled due to end of service. The surgeon was able to reprogram the patient back to the intended parameters. After reprogramming, the battery status indicator was ifi: no. Diagnostics with the new generator and resident lead were within normal limits. The explanted generator has been returned and is pending analysis. Programming history was received and reviewed. Dates range from (B)(6) 2008 (day of implant) to (B)(6) 2012. On (B)(6) 2012, there are 4 interrogations and all settings are 0/20/250/30/1.1. The previous interrogation was on 03/04/2012 and settings were 1.5/20/250/30/1.1 and there were no setting changes. No diagnostics were done on (B)(6) 2012. The last diagnostics were on (B)(6) 2010, systems, ok/low/1.5ma delivered/ok impedance/2240 ohms/ok battery (performed twice, same results each time). Previous diagnostics were on (B)(6) 2010, systems ok/ok/1.5ma delivered/ok impedance/2173 ohms. No ifi is noted in the history; all battery statuses are ok. Additional analysis of programming history via decoder spreadsheet is pending.